Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6) 2011, inratio meter = 6.5, reference = 4.5, mean = 6.0, confidence limits = na; date: (B)(6) 2011, inratio meter = 7.5, reference = 4.5, mean = 5.5, confidence limits = na. For b, the mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Add'l investigation is required. Inratio precision data provided by end-user lot: date: (B)(6) 2011, 1st inr = 6.5, 2nd inr = 7.5, mean = 7.00, sd = 0.71, %cv = 10.10. Since %cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Recent test conducted on lot #247450 on 6/1/2011 met accuracy criteria. Test results are as follows: donor 44 = 2.8, 2.9, 2.7 inr; donor 45 = 3.3, 3.3, 3.3 inr. At least two out three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 44 (2.95 inr) and donor 45 (2.97 inr), respectively. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. Pt's condition/medication may have contributed to unexpected result. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 6.5, re-test: 7.5, lab: 4.5. The re-test and lab draw were done immediately after first meter test. Both meter tests were done using fresh finger sticks.